Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform operating currents and displacement test or verify keypad unresponsive/button error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Time clock advanced. The insulin pump will not be returned for analysis.